Manufacturer narrative:
Pump was received with failed battery test due to corroded battery tube and battery tube spring. Unable to verify battery out limit, low battery alarm or perform the self-test, unexpected error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to failed battery test alarm. Pump passed stop current test. Pump had cracked case at display window corners, battery tube threads, reservoir tube, belt clip slot and minor scratched display window.

Event description:
The customer reported via phone call that they experienced failed battery test, damage and battery out limit alarm. The customer's blood glucose value was unknown. The customer was not able to clear the alarm with battery change. The customer stated that the battery contacts were not missing or damaged. The product was returned for analysis.